Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed. However, bd cannot confirm the causes of the failures to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found in the fluid pathway. This occurred 25 times. There was no report of patient impact. The following information was provided by the initial reporter: there was glue on the tip of the needle when the package opened, needle tip blocked, fluid is not unobstructed, the fluid can not be normally input into the patient's body

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in foreign matter was found in the fluid pathway. This occurred 25 times. There was no report of patient impact. The following information was provided by the initial reporter: there was glue on the tip of the needle when the package opened,needle tip blocked, fluid is not unobstructed, the fluid can not be normally input into the patient's body.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-oct-2022. H6: investigation summary our quality engineer inspected the 2 samples and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed but the reported issue of flow rate slow/occluded was not confirmed upon inspection and testing of the samples. During inspection a clump of excess silicone was found at the catheter tip. The silicone is applied to the catheter during manufacturing to aid in the insertion of the device during use. The cause of the foreign matter failure was associated to our manufacturing process. A quality alert about the foreign matter failure was distributed to the personnel involved in the production of this device. During flow testing no defect was observed and the samples functioned normally. Since the flow rate slow/occluded defect was not confirmed, a root cause could not be determined. Corrective actions have been initiated and a manufacturing root cause has been identified for the reported failure mode of low rate slow/occluded. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.